Event description:
The surgeon referred to sales rep that: during the surgery, after he had positioned the plate, he inserted 4 locking inserts one after the other on the femoral distal plate (10 hole plate). Once the plate was stabilized with 2 cortical standard screws, the surgeon perforated the inserts and inserted the screws. As the locking screws were inserted, 3 inserts popped out. The 4th was removed in order to avoid what had happened to the 3 previous ones. The surgeon ended the surgery using 4, 5 mm cortical screws."

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.